Manufacturer narrative:
Continuation of medical devices: product ID 3777-60, serial# (B)(4), product type lead. Product ID 3777-60, serial# (B)(4), product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 15-mar-2017, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 15-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that something had "gone wrong" with his stimulator. Patient stated he tweaked a muscle and went to urgent care. Patient stated the stimulator may have stopped working around the time of his tweaked muscle. Patient stated he was put on muscle relaxers. Patient stated they did x-rays and he noticed the leads looked like the wires of his stimulator were pulled to the right. Patient stated they did a "stat cat" to see if he had an infection around the wiring of the spine. Patient stated it was never confirmed that he had an infection. Patient stated he "can't get a reading" from the implantable neuro stimulator recharger (insr) or patient programmer (pp). Patient described seeing the reposition antenna screen on his insr. Patient is not able to communicate with another external device. Unable to connect with insr or pp. Last time patient successfully charged device was prior to (B)(6) 2017. No further patient symptoms or complications were reported in this event.